Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the femoral artery to support the 64-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The cp was supporting when there was an observation made of signs of hemolysis. The labs were hemolyzed and the team observed the pump to be towards the mitral structure. This was seen on day 2 of the support. There was a code and the team was therefore unable to trend the labs. The team placed a foley catheter and the urine color appeared to pinken. The team would not reposition the malpositioned pump at the bedside, but the team did instead explant and escalate the pump to the impella 5.5 pump. The patient survived the hemolysis concerns and is still on the 5.5 pump for continued hemodynamic monitoring. Hemolysis may be influenced by patient-specific factors such as underlying cardiogenic shock, high support levels, potential device position, and hemodynamic instability.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details.